Manufacturer narrative:
Further analysis was performed on the main board, display module and upper case. Visual inspection found no anomalies on the main board, the display module white wire had a visible conductor showing at the point it was pinched, the upper case had a spot in the clear lens. Bench analysis did not find any anomalies. Analysis of the error log showed that the battery measured close to zero at the time of an error, this could be the result of the white wire from the display module shorting out the battery. Conclusion: most likely conclusion is that the pinched wire was causing the battery to measure zero causing the reported error. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the device would not power up, it powered up on the bench 10 times with no anomalies observed. However, it was noted that the log showed multiple errors which indicated the battery was at end of output and that it may be attributed to a main printed circuit board (pcb) issue and therefore the pcb was replaced as a preventive. It was additionally noted that the upper case boss was contaminated, that the display wires were pinched and the white wire insulation compromised, the keyboard was damaged and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator would not power up. The generator was returned for service. No patient complications have been reported as a result of this event.